Event description:
While disconnecting a bifuse from IV tubing to disconnect antibiotics and hang another, the IV tubing started leaking and the connector of the bifuse broke off into the primary line. This required a change of the primary tubing and central line clave.